Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: customer reports device switched to standby without user intervention- " patient was intubated and ventilated on apvsimv and weren't taking any of their own breaths. Whilst changing bed sheet the patients arterial line fell out, on calling the doctor from the doorway and turning round it was noted that the ventilator was in stand by mode. "The patient was desaturating with a drop in heart rate and blood pressure". "Patient was placed back on the ventilator which again didn't work. The patient was again hand ventilated whilst the ventilator was troubleshooted. On further return of patient to the ventilator it worked properly. On discussion it was noted that neither nurse in the patients room turned the ventilator off (into standby)." Summary: ventilator switched itself into standby.